Manufacturer narrative:
Concomitant medical products: product ID 4024-58 lead, implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) impedance had dropped over a two year period and was now low. It was further reported that the right ventricular (rv) lead threshold had risen over a two year period and was now high. Additionally, the rv lead had low impedance and was oversensing with non-physiologic ventricular high rates detected. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.